Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple episodes of pelvic pain ('pain over the coil pain', 'severe labour-like pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), the second episode of pelvic pain ("severe labour-like pain"), multiple allergies ("allergies to almost everything"), menstrual disorder ("periods were hell"), migraine ("migraines"), skin disorder ("skin issues"), autoimmune disorder ("autoimmune disorder"), alopecia ("loss of hair"), insomnia ("lack of sleep"), eye disorder ("eye issues"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), irritable bowel syndrome ("ibs"), female sexual dysfunction ("sex life crashed"), depression ("severely depressed"), feeling abnormal ("brain fog"), vertigo ("vertigo"), abdominal distension ("belly as big as 6-8 months pregnant woman") and peripheral swelling ("swollen feet and hands") and was found to have neoplasm malignant ("cancer"). The patient was treated with surgery (hysterectomy on (B)(6) 2017). Essure was removed. At the time of the report, the last episode of pelvic pain, multiple allergies, menstrual disorder, migraine, skin disorder, autoimmune disorder, alopecia, insomnia, eye disorder, neoplasm malignant, adenomyosis, endometriosis, irritable bowel syndrome, female sexual dysfunction and depression had resolved. The reporter considered abdominal distension, adenomyosis, alopecia, autoimmune disorder, depression, endometriosis, eye disorder, feeling abnormal, female sexual dysfunction, insomnia, irritable bowel syndrome, menstrual disorder, migraine, multiple allergies, neoplasm malignant, peripheral swelling, skin disorder, vertigo, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: new events allergies to almost everything, periods were hell, migraines, skin issues, autoimmune disorder, loss of hair, lack of sleep, eye issues, cancer, adenomyosis, endometriosis, ibs, severe labour-like pain, sex life crashed, severely depressed, brain fog, vertigo, belly as big as 6-8 months pregnant woman, swollen feet and hands added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple episodes of pelvic pain ('pain over the coil pain', 'severe labour-like pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), the second episode of pelvic pain ("severe labour-like pain"), multiple allergies ("allergies to almost everything"), menstrual disorder ("periods were hell"), migraine ("migraines"), skin disorder ("skin issues"), autoimmune disorder ("autoimmune disorder"), alopecia ("loss of hair"), insomnia ("lack of sleep"), eye disorder ("eye issues"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), irritable bowel syndrome ("ibs"), female sexual dysfunction ("sex life crashed"), depression ("severely depressed"), feeling abnormal ("brain fog"), vertigo ("vertigo"), abdominal distension ("belly as big as 6-8 months pregnant woman") and peripheral swelling ("swollen feet and hands") and was found to have neoplasm malignant ("cancer"). The patient was treated with surgery (hysterectomy on (B)(6) 2017 essure was removed. At the time of the report, the last episode of pelvic pain, multiple allergies, menstrual disorder, migraine, skin disorder, autoimmune disorder, alopecia, insomnia, eye disorder, neoplasm malignant, adenomyosis, endometriosis, irritable bowel syndrome, female sexual dysfunction and depression had resolved and the feeling abnormal, vertigo, abdominal distension and peripheral swelling outcome was unknown. The reporter considered abdominal distension, adenomyosis, alopecia, autoimmune disorder, depression, endometriosis, eye disorder, feeling abnormal, female sexual dysfunction, insomnia, irritable bowel syndrome, menstrual disorder, migraine, multiple allergies, neoplasm malignant, peripheral swelling, skin disorder, vertigo, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain over the coil pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy on (B)(6) 2017). Essure was removed. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.